Manufacturer narrative:
Product analysis: analysis was unable to confirm the epg would not work. Analysis noted that the upper case was broken, the battery drawer sticks on the lower case, the output connector was broken, the encoder assembly was contaminated, three knobs were contaminated, and the display wires were pinched with exposed wire. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not work. The epg was returned for service. No patient complications have been reported as a result of this event. The epg subsequently tested out of specification during manufacturer's analysis.